Manufacturer narrative:
We were not able to confirm the reported complaint. Job router was reviewed without issue. Device passed all tests. Sample was received and tested. The device operates as intended. Leak alert was activated at 2 minutes and 50 seconds (within specification of 3 minutes +/- 30 seconds). Device passed all other tests as well. Device alerted within the specified time. No problems found. Device functioned as intended. The root cause for the reported incident could not be determined, as no problem found with device. We will process the device through service and record test results on applicable test record.

Event description:
Reportedly the npwt sved therapy device 6701132 serial number (B)(4) was not alarming when dressing comes loose, resulting in negative pressure being lost without alerts. No decline to the wound was reported only device malfunction.